Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced a low blood glucose while using dexcom g7, which was confirmed by fingerstick at 51 mg/dl, three days after starting ilet and following a fill tubing event during which the user was disconnected; no high blood glucose preceded the event, and no recent changes were reported to targets, weight, bg run mode, medications, illness, time settings, or insulin type beyond use of lispro. Symptoms included hypoglycemia requiring ingestion of oral carbohydrates. Outcomes included user-performed treatment with oral glucose and troubleshooting and education provided. Investigation included user interview and device-use review covering recent setup, cgm calibration status, insulin type, tubing fill and disconnection, exercise, meal announcement timing and size, and configuration settings. Investigation of this case revealed no device malfunction was identified and no incorrect settings or off-label actions were reported, with the event occurring during the early adaptation period when insulin learning is ongoing. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to early adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.